Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first clip reopened after ligation during a surgery. It fell but was removed from the patient body immediately. The second clip and after were ligated without problem and the surgery was completed. No clip remained in the patient, and no injury to the patient occurred. According to the user, the first clip seemed to be ligated completely so there was a possibility that the second clip touched the first one which caused its reopening".